Event description:
It was reported that during a benign prostatic hyperplasia procedure, there was a tip rupture. This fiber was used at 18.150 joules for 20 minutes. The procedure was completed with another of the same device. No further complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual unaided inspection of the fiber identified the fiber was received with 2 cards and the card data indicated that the fiber was not expired, it was recognized by the console, and it fired. Microscope inspection identified that the tip has a proximal fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture and the testing identified light visualization of fiber body confirming the reported event. It is probable that the damage identified was likely caused by excessive lateral and/or linear force applied during the procedure. According to the device instructions for use (IFU) to avoid fiber damage or breakage, do not bury the tip in tissue, do not retract or probe tissue with the device and do not bend at sharp angles.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, there was a tip rupture. This fiber was used at 18.150 joules for 20 minutes. The procedure was completed with another of the same device. No further complications reported.